Manufacturer narrative:
(B)(4). Concomitant medical products: glenosphere 36 mm diameter cat: 00434903611 lot: unk, base plate 15 mm post length uncemented cat: 00434901500 lot: unk, poly liner plus 0 mm offset 36 mm diameter cat: 00434903600 lot: unk, anatomical shoulder reverse, screw system, 4.5-36 cat: 0104223036 lot: unk. Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient was revised due to an infection an unknown timeframe post implantation. Attempts have been made and additional information on the reported event is unavailable.